Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that the patient reported to the hospital for swelling of the left arm and deep vein thrombosis after being implanted with the system. The patient was treated at the hospital and discharged. It was further reported that the patient was admitted to the hospital again for shortness of breath. The device and two leads are still in use. No patient complications were reported as a result of this event.